Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation and stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the device interacted with the guiding catheter during advancement and/or positioning of the device through the guide catheter tip causing the reported material deformation (bent/overlapping stent struts) and reported dislodgement of the stent. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the anterior descending artery. Reportedly following pre-dilatation with a balloon catheter, a 2.00x 28mm xience expedition drug eluting stent (des) was advanced into the lesion, however the stent moved on the balloon and the distal stent struts were flared. The des was removed alongside the guidewire as a single unit and another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.